Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 36:416:227:0000 was confirmed and reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "36:416:227:0000". This condition had the potential to interrupt delivery. This condition was found in the biomed service. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.